Event description:
The pt contacted nephron pharmaceuticals corp regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The pt reported that the atomizer failed to produce an aerosol mist to alleviate the symptoms of his respiratory distress. The pt added that he required medical treatment at the emergency room. The pt demanded that npc should not contact him concerning the investigation; therefore, no attempts were made to contact the pt.